Event description:
Sorin group (B)(4) rec'd a report that during a procedure when the level sensor function was initiated, the level sensor alarmed and caused the pump to stop. The blood level was not below the sensor. The sensor was changed out and it was reported the system worked properly after replacement. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the low level sensor. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that during a procedure when the level sensor function was initiated, the level sensor alarmed and caused the pump to stop. The blood level was not below the sensor. The sensor was changed out and it was reported the system worked properly after replacement. There was no pt injury. The investigation is on-going. A f/u report will be sent when the investigation is complete.